Event description:
The customer reported that the system exhibited a communication failure error message and locked up during use. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, reseated, and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.